Manufacturer narrative:
Analysis: visual inspection of the returned device shows the headlink is detached from one side of the device. This break occurred at the "y" support weld area. The detached suction pod was not returned with the device. A caution included in the IFU states "repeated bending of the tissue stabilizers may compromise device performance." Medtronic has received similar reports of headlink breakage on this product model. Corrective actions have been initiated, with subsequent implementation of design enhancements to reduce the occurrence of headlink breakage on the device. To date, there have been no post corrective action headlink breakage reported. This particular model was manufactured prior to implementation of this design enhancement. Medtronic continues to monitor field performance to detect similar events, should they occur. Conclusion: reduced device performance occurred and was related to the event, with user interface likely contributing to the event. Device replaced without impact to the pt.

Event description:
Medtronic received info that one suction pod of this tissue stabilizing device broke during the surgical procedure. The product was removed, and the procedure was continued with another device. No adverse pt effects were reported.